Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that thresholds were not high on the ipg. The ipg and ra lead were reprogrammed and the symptoms resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twitching. The implantable pulse generator (ipg) exhibited high thresholds. The right atrial (ra) lead (inserted in to right ventricular (rv) port) exhibited impedance warning. The ipg and the ra remain in use. No further patient complications have been reported as a result of this event.